Manufacturer narrative:
A complaint was received on 3/21/2024 reporting "the blade is not fully retracted and one of their operators has sustained a cut due to this, so they are being vigilante again whilst handling this product." A picture of the sample was provided. This investigation is ongoing at this time. No further information is available at this time. We will provide a follow-up report if additional information becomes available.

Event description:
The blade is not fully retracted one of their operators has sustained a cut due to this so they are being vigilante again whilst handling this product.

Manufacturer narrative:
A complaint was received on 3/21/2024 reporting "the blade is not fully retracted and one of their operators has sustained a cut due to this, so they are being vigilante again whilst handling this product." A picture of the sample was provided. Deroyal performed a review of inventory on hand, (B)(4), no issues of this nature were found. A supplier corrective action request (scar) was issued to the safety scalpel supplier s & s surgical products.the supplier reported that there were no issues during the manufacturing process. A potential root cause has been identified to be "product shifting during transit." All shipments of safety scalpels are labeled with a bright orange label stating "caution blades may become exposed during transit). Deroyal will continue to monitor through the complaint handling system. This investigation is complete at this time. No further information is available at this time. We will provide a follow-up report if additional information becomes available.